Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer¿s blood glucose level was 466 mg/dl.